Manufacturer narrative:
On 25-aug-2023, the following additional information was obtained through follow-up: the initial reporter stated that the issue occurred outside the surgical room and was not used on a patient.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the prograsp forceps instrument's tip was broken in half. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.204" x 0.664" was found to be broken off. The broken piece was not returned. The root cause was attributed to mishandling/misuse. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the reported issue.